Event description:
It was reported that there was an event of left ventricular (lv) lead high capture thresholds. On (B)(6) 2026, the lead was capped and replaced and the surgery concluded successfully. The patient was stable.